Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system stops at 00:00. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, the issue occurred during a planned coronary treatment and the treatment was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stopped at 00:00. Review of the log file confirmed the malfunction with the frontal ippc (image processing pc). The fse found that the system disk was full and when the old examination data was deleted, the system works normally. After few runs the error message "image disk" appears and x-ray was not possible. It was identified that earlier the cmos battery was replaced and the ippc software was updated. The fse confirmed that the issue was not resolved. So, the fse replaced the host pc, ippc with new hard disks and installed the upgraded software which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.